Event description:
It was reported during inspection for use, the image of the bronchovideoscope was unclear and exhibited a b30 error. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.